Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of cardiac perforation is listed in the instructions for use (IFU) as a known potential complication associated with mitraclip procedures. Based on available information the reported difficult to remove (anatomy) appears to be due to challenging patient anatomy. The reported break (gripper line-actuation) is a cascading event of the troubleshooting of the difficult to remove. The reported atrial perforation also appears to be a cascading event of the difficult to remove. There is no indication of product issue with respect to manufacture, design or labeling.d9, h3 - device was not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip caught in the chordae, tissue damage and gripper line break. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) of grade 3+. The patient anatomy included a large amount of chords. The clip delivery system (cds) was advanced into the anatomy. During positioning, the clip interacted with the leaflets and chords, and became caught in the chords. Troubleshooting was performed to free the clip. During attempts to free the clip, a transseptal tear occurred, and the gripper line broke. The clip was able to be removed. No treatment was provided to treat the septal tear. A second clip was then used without issue, reducing the mr to grade 1+. No clinically significant delay was reported. No additional information was provided.